Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for the flu. Customer's blood glucose levels at the time of hospitalization was over 500mg/dl. The customer also mentioned that she previously had a stroke. It was also reported that the customer's insulin pump was not rewinding, so they were unable to insert a new reservoir. Customer was unable to troubleshoot. No additional information was provided.